Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in july 2021 (further described as "within the past few weeks"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette had a split or cut on the tubing (where the patient line meets the white cap) and as a result leaked. This was further described as "a leak prior to connection on the patient line where the split was noted and the cassette was not used". This occurred during setup of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.